Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found to have thermal damage that led to melting at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. Further investigation found that the instrument tips were stuck due to being melted. The grips did not open and close properly. The instrument was not fully functional. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument tips did not open. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any energy instrument during the procedure. Arcing was observed during the procedure when the surgeon was grasping the tissue. Only the mcs was used at that time, and arcing was originated from the mcs instrument. There was no patient injury due to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument blades were stuck due the blade tips being slightly melted together. An in-house instrument previously intentionally energized with the highest settings on the metal wrist of another instrument. The results showed the blade tip melted due to arcing. It is likely that the user energized close to another metal instrument resulting in a melted tip of the instrument blades. In this case, since the blades were stuck together it is likely this happened with the blades closed.

Event description:
Refer to h11 for follow-up information.